Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The manufacturer¿s sales personnel confirmed the reported issue. Customer was provided a credit due against replacement. The ventilator was returned to the manufacturer for investigation: it was determined the piezo buzzer ls1 was failing intermittently due to the piezo¿s insulation resistance being out of spec. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that on arrival the ventilator backup failure alarm was displayed. There was no patient involvement.